Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg bi-ventricular defibrillator (B)(6) 2012; 419688 lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Manufacturer narrative:
Product event summary: a partial lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. No patient compli cations have been reported as a result of this event.